Event description:
The user facility reported that when hospital personnel were performing the daily flush of the steam generator, the flexible drain hose on the sterilizer disconnected and sprayed hot water and steam onto two hospital employees. The employees went to the facility emergency room where they were diagnosed with steam burns. One employee received antibiotic ointment for a burn on his nose. There was no evidence of blistering and both employees returned to their normal work duties.

Manufacturer narrative:
A steris technician inspected the sterilizer and found the drain valve was connected to the drain sink with a flexible hose but was not properly secured. The technician replaced the flexible hose with a copper pipe and secured the drain line. The unit was placed back into service and no further issues have been reported with the equipment. User facility personnel did not follow the proper procedure for performing the daily flush of the steam generator, as they attempted to perform the flush when the generator was at pressure and hot causing hot water and steam to spray from the flexible hose when it disconnected. The equipment operator manual states (pp. 3-4): warning - burn hazard: before daily flushing of the generator, generator must be at 0.0 psig and cooled to room temperature. Steris conducted in-service training on (B)(6) 2011 on the proper generator flush procedure. Steris conducted in-service training on (B)(6) 2011 on the proper generator flush procedure. The sterilizer is under steris warranty and was last serviced the day prior to the reported event. During this service visit, the steris technician did not properly install and secure the connection from the sterilizer drain sink to the generator; the technician subject of this event has received re-training on generator servicing procedures.